Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
On (B)(6) 2017, the customer received the following results, with two different aviva meters, within 10 minutes: 107 mg/dl (system 1) and 380 mg/dl (system 2). On an unknown date, the customer received the following results, with two different aviva meters, within 10 minutes: 97 mg/dl (system 1) and 268 mg/dl (system 2). No adverse event reported. The same test strip vial was used for both meters and results. Return of the suspect device was requested for evaluation.